Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, when the physician attempted to pull the peg through the stoma site the tube separated from the pullwire on the end of the peg tube. The peg tube fell inside the stoma site, and the physician used hemostats to grasp the tube and put it into place. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The reported event of tube detached from the pullwire on the end of the peg tube. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, when the physician attempted to pull the peg through the stoma site the tube separated from the pullwire on the end of the peg tube. The peg tube fell inside the stoma site, and the physician used hemostats to grasp the tube and put it into place. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.